Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The reported alarm was attributed to a loose connection made by the operator. The cycler alarmed appropriately. Air in the line was most likely introduced when the operator made rinseback connections. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred during a routine hemodialysis treatment. Rinseback was attempted by the operator, however, it was not completed due to air in the line, resulting in an estimated blood loss of 190cc, no medical intervention was required.